Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported that a pd patient is doing in-center hemodialysis due to getting peritonitis. Additional information was obtained through follow-up with the pdrn. The patient called the pd clinic on (B)(6) 2022 with complaints of abdominal pain and cloudy pd effluent. Due to being a saturday, the pdrn went to the patient¿s home for an assessment. A pd effluent sample was obtained, and the patient was administered intraperitoneal (ip) antibiotics with vancomycin and fortaz (dose, frequency, and duration unknown). The nephrologist was notified. The patient was diagnosed with peritonitis. The pd effluent cultures came back on (B)(6) 2022 and were positive for pantoea agglomerans. The antibiotic therapy was adjusted with the discontinuation of the vancomycin. The patient continued with fortaz. The patient was feeling worse and went to the hospital on (B)(6) 2022. The patient was admitted and treated for the peritonitis event. The patient was discharged on (B)(6) 2022 and instructed to continue the ip fortaz for two weeks. The cause of the peritonitis is a suspected breach in aseptic technique. The patient reported washing lettuce and cutting hand. The patient stated there could have been insufficient hand washing after that incident. The patient completed the antibiotic regimen and continued to complete pd therapy during recovery.